Event description:
A user facility tech reported a pt removed more ultrafiltration (uf) than intended during a pt treatment on a 1550 hemodialyis machine. Limited info is available regarding the event. It was reported that the pt removed 1 kg more uf than intended. There were no machine alarms to indicate a problem with the treatment. It was reported that the pt was not hospitalized but felt bad at the time of the incident. The pt has fully recovered.